Event description:
It was reported there was a volume discrepancy in that the expected volume was 4 cc and the actual volume removed was 13.5 cc. No device troubleshooting had been done. No pt symptoms were reported. The hcp wanted to replace the pump the next day. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.